Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced seizure, "low blood pressure", "dizziness", and was unable to self-treat, requiring third-party treatment of glucose injection (type/does unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced seizure, "low blood pressure", "dizziness", and was unable to self-treat, requiring third-party treatment of glucose injection (type/does unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. Data was extracted using approved software and extraction was not successful. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), and no issue was observed. The returned battery has been measured and results were not within specification. Extended investigation was performed on the returned de-cased sensor, no contamination, damage, or solder issues were observed on the returned pcba. Attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Unable to monitor the sensor's power consumption due to the error message. Unable to perform the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.